Event description:
It was reported that the right ventricular lead threshold was rising since the lead was implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a breach of the outer insulation at the 1st rib/c lavicle. The proximal conductor was distorted and there was cosmetic outer insulation impact due to the 1st rib/clavicle too. Blood ingression was noted on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : a2dr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).